Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead exhibited elevated capture threshold upon device interrogation. The lv lead was capped on (B)(6) 2024 and was not replaced. The patient was in stable condition post-procedure.